Event description:
It was reported by the physician that a leak was noted at the valve level; air was noted. Another device from the same lot was used to complete the procedure. There were no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation in two pieces. Microscopic examination revealed an angled separation through the shaft between the base of the hemostasis body and the handle. Review of the device history confirmed the lot number provided met manufacturing requirements prior to shipment. St. Jude medical has completed its investigation of complaints of hemostasis valve hub leakage or separation at the handle. A raw material batch of sheath polymer was a major contributor to the issue. The finished sheath brittleness increased with this raw material batch on specific sub-lots. That caused greater susceptibility to leakage or fracture. Corrective action is being implemented that places more stringent limits on the raw material along with other actions to minimize the potential for embrittlement of the sheath and its effect on the device. This device was manufactured prior to the closure of the CAPA in 2006.